Manufacturer narrative:
Date of event: exact date unknown, event occurred five months ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients pocket incision site had serosanguineous drainage. It was noted that there was a small amount of serous purulent drainage at the site. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.